Event description:
It was reported that the ilet pump¿s touchscreen was cracked and became unresponsive, supported by a user-provided photo, consistent with a device fracture involving the touchscreen component, and a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem consistent with a cracked touchscreen, aligning with a fracture of the device¿s touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.